Event description:
It was reported during a gastrectomy procedure, all staples unformed at second firing. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.